Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received. The patient was receiving morphine (10 mg/ml at 1.9 mg/day). The manufacturer¿s representative stated that the logs showed a motor stall on (B)(6) 2017. The pump implant period was 2013. The patient experienced a return of symptoms (pain). The pump would be replaced as soon as possible. Pump logs were received. A motor stall occurred on (B)(6) 2017 at 19:16, and a tube set message was seen on (B)(6) 2017 at 19:16.

Manufacturer narrative:
Corrected field to "adverse event & product problem." Corrected type of reportable event to "serious injury." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump had just returned to the representative and was ready for shipment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a pump motor stall occurred on (B)(6) 2017. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Troubleshooting included reading the pump with a technician. It was unknown if surgical intervention occurred. The issue was not resolved. The patient status was alive; no injury. No symptoms/complications were reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-result updated to (B)(4). Eval code-conclusion updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.